Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad symbols are worn. The keypad is torn over the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and contrast buttons are intermittently unresponsive and the ok and down buttons responded properly. Removed the keypad and found contamination under all of the button contacts. Unrelated to the complaint, the display lens was scratched.